Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the media network appliance (mna) was not responding to commands. To resolve the issue, the technician rebooted the unit. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their hexavue ip custom room rack experienced a switching error. No report of injury.